Event description:
It was reported that the customer experienced a blood glucose (BG) level ranging from 200s mg/dL to 600s mg/dL, cause was unknown. Customer gave a manual injection to address BG level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S22+ / 2.8 / Android 16.